Manufacturer narrative:
The technician was unable to adjust the caster any further. The technician replaced the brake/steer caster to repair the bed.

Event description:
Info received indicates while performing preventive maintenance the technician found the left foot caster will lock into steer but continues to roll when the brake is set.